Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The thread tears at the point of connection with the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: according to the information received, a complaint from a plastic surgeon about the pds 5 thread, passed through a company employee. The product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that it was received one dispensed needle suture and one empty labeled winding former pertain to the product code w9101h. In order to evaluate the condition of the returned sample, the swage and attachment area was noted cracked. The suture was examined along the strand no anomalies were observed during evaluation. A functional test was performed using an instron equipment and the pull force did not meet minimum requirements. Based on the information currently available, cracked barrel were identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional information was requested, and the following was obtained via: when was the threads tear at the point of connection with the needle (in the package, during removal from package, during handling or during use on the patient)? During use on the patient. How many threads tear at the point of connection with the needle? Several threads (defective devices were found in several packages). Did the event occur during one or multiple patient procedures? Multiple medical procedures. What is the total number of procedures? 10. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. If this event occurred in multiple procedures, please provide information requested above for each patient event. No information (there are no injured patients, the surgeries time have been increased by 10 minutes). A manufacturing record evaluation was performed for the finished device rpmcur/ w9101h batch number, and no non-conformances were identified. Events reported via: 2210968-2022-08113, 2210968-2022-08122, 2210968-2022-08124, 2210968-2022-08120, 2210968-2022-08126, 2210968-2022-08127.